Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Rezkalla, j., alarouri, h., padang, r., mankad, s., luis, s. A., kane, g. C., & alkhouli, m. (2024). The imaging spectrum of device-related thrombus after percutaneous left atrial appendage occlusion. Case reports, 29(21), 102661.

Event description:
Reported via journal article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on an aspirin monotherapy medical regiment. Seven (7) weeks post procedure the patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a 7mm sized device related thrombus present on the closure device. The physician started the patient on a dual anticoagulation medication therapy. Tee imaging three (3) months later showed resolution of the device related thrombus, and the patient was transitioned to aspirin monotherapy indefinitely. At one (1) year follow up, there was no evidence of the thrombus.